Event description:
It was reported that the system would not produce an image.

Manufacturer narrative:
A ge rep evaluated the system and plugged in the monitor power cord. The system operates as intended.